Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable pacemaker was having episodes where the patient could feel heart rate going fast. Boston scientific technical services (ts) did consult review with the health care professional (hcp) and no episodes were noted that would correlate with the patient symptoms. Ts then discussed that this could be related with pacemaker mediated tachycardia (pmt) and this could not be determined from a read only remote interrogation. Additional information received indicating that device was check and clinic could not get r waves but thought patient had some. Sensitivity was already lowered and could not be enough. Boston scientific technical services (ts) suggested option for troubleshooting. This device remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead exhibited poor r wave sensing and inconsistent lead measurements. Upon evaluation in the clinic, there was evidence of intermittent rv loss of capture (loc) at high outputs, poor r wave sensing and frequent ventricular channel oversensing of atrial activity. The physician was made aware of these findings and a lead and device replacement in the future was possible. At this time, this device and rv lead remains in service. No adverse patient effects were reported.